Manufacturer narrative:
(B)(4). At this time, vyaire medical has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the vti (inhaled tidal volume) was too low. The vti was 150 ml to 200 ml with a 500 ml setting. The ventilator failed the transducer test. There was no patient involvement associated with this reported issue.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An evaluation of the component could be confirmed and duplicated. The pt 802 transducer has failed. This issue will be internally investigated within vyaire.